Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had reached elective replacement indicator but the date was unknown. Upon attempting to interrogate the device, communication would get lost. The device was explanted and replaced. No patient symptoms or additional information were reported.